Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed to boot up. During troubleshooting, the fse found that the host pc¿s hard drive (hdd) was malfunctioning though it was replaced recently. The fse found that the system software had not been updated. The fse updated the system software and backup. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that host pc failed to start up. No harm was reported to philips. Philips has started an investigation of this complaint.